Event description:
The customer reported an erroneous thyroid-stimulating hormone (htsh) result for one patient's sample involving unicel dxi 800 access immunoassay system. This is report number one of two referencing system (B)(4). The customer stated the laboratory technician noticed the patient sample had gelled after it was tested on the dxi 800 system. The laboratory technician reamed the patient sample in an attempt to receive fluid consistency and retested the sample on the dxi 800 system. The repeated sample result was discordant to the initial test result. The initial sample test had an event log message about a clot or possible obstruction detected, but the sample did not have any flags. The erroneous result was released. A corrected patient report followed. There was no report of patient injury or change in patient treatment associated with this event. The customer supplied beckman coulter, inc with the patient sample for further analysis.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The customer collected the sample in glass bd gel tube. The customer centrifuged samples at >5,000 rpm (rotations per minute) for greater than 5 minutes in a swinging bucket centrifuge. The specimen was sampled from the primary tube. The customer commented: "hematology - oncology specimen - this specimen had a tendency to turn "gelatin" as it sits." Customer product line support (cpls) laboratory tested the customer supplied serum sample for thyroid-stimulating hormone (htsh) on a beckman coulter access 2 and dxi 800 immunoassay system and recovered similar to customer's results. Although serial dilution of the patient sample produced a linear profile, additional heterophile testing to the patient sample reduced dose recovery suggesting heterophilic interference as the probable cause for the discrepant results. However, since the sample had some sample integrity issues, heterophilic interference cannot be specified as the root cause for this event. Sample handling and sample integrity are major contributing factors for discordant results. Product labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events. This medwatch report is related to MDR 2122870-2011-02144.